Manufacturer narrative:
Approximate age of device: one year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a thoracentesis the lvad had low speed advisory alarm and pump off alarms. A representative of the manufacturer¿s technical services confirmed the pump stoppages during review of the submitted log file. It was possible that during the thoracentesis the percutaneous lead was stressed enough to cause a short to shield. Percutaneous lead x-rays were unremarkable. No additional information has been provided.

Event description:
Additional information: it was reported that no determination was made for the cause of the pump stoppages and low speed advisories. There were no further events. The patient was not provided any treatment and there was no adverse event to the patient. The healthcare professionals were just following the patient.

Manufacturer narrative:
Additional information. Device evaluation: although the reported low speed and pump stop events were confirmed through evaluation of the submitted log files, a specific cause could not be conclusively determined through this evaluation. Pump stops were captured at 3:24 and 3:27pm, on (B)(6) 2018 while the lvad system was supported by the power module and resulted in alarms for low speed and low flow hazard. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The hmii IFU and patient handbook addresses driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.